Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently a lead was noted. On an unspecified date, the option-lock male adapter of the extension set was connected to the patient's IV access site and was being used during a CT scan. It was reported that a bolus of 20ml of normal saline was delivered through the tubing at an unspecified rate. After the bolus was delivered, the tubing set was used to deliver 120ml of omnipaque 300, at a rate of 2.5ml/second, with a pressure setting up to 300 psi, via a power injector. The customer contact reported that approx 40 seconds after the delivery was started, the tubing set and approximately 75-100ml of contrast medium leaked. The tubing set was replaced. The patient was injected again with an unspecified volume of contrast medium. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.